Event description:
Customer reports a blood leak on the first use of the dialyzer after pre-processing at the onset of treatment. Noted by visible blood in the dialyzer after pre-processing at the onset of treatment. Noted by visible blood in the dialysate compartment. Confirmed with hemastix. Estimated blood loss was 250 cc. Treatment was continued with a new dialyzer and new bloodlines without incident. No pt injury or medical intervention reported.